Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus and basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. The insulin pump was received with scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 451 mg/dl at the time of incident. The customer's blood glucose was 268 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not dropped or bumped. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.